Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue and debris on the lens surface. Visual inspection found that there was a tear in the optic and the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +6.5/+1.0/109 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2019. On (B)(6) 2019 the lens was explanted due to a "post-op glaucoma problem" and angle closure with elevated iop. An addition of new pi, iris suture, and additional suture was also performed. The cause of the device is reported as user error, patient-related factor, and unknown. The surgeon reports the most likely cause is that the patient postoperatively instilled midrinp eyedrops.